Manufacturer narrative:
This report is submitted on may 28, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient underwent revision sugery in order to reposition the internal device (date not reported). The implanted device remains insitu.